Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central station suddenly lost power. There was no patient or user harm associated with this event. Spacelabs healthcare technical support advised the customer to power the unit back on. Once powered back on, the xcs was functioning normaly and no further issues were observed.

Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.